Event description:
Patients device was found to be in backup mode at a routine check. There was no home monitoring message for backup mode or a pop up message on the programmer saying the device was in backup mode upon interrogation, but the settings had been automatically changed and corresponded with backup mode. The device was reinitialized in clinic and reprogrammed and remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.